Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they increased stim maybe 2 weeks ago and now they were experiencing an electronic shock in their left ankle. Patient said the pain goes right through their ankle and it only lasts a few seconds. Patient decreased stim 3 notches and turned stim off. Patient was still experiencing the pain in the ankle. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.